Event description:
A report was received from the account indicating they experienced printer malfunctions. When an employee went to turn off the unit at the power switch, the employee received an electrical shock. No further information has been forthcoming for this event despite multiple investigational attempts by asp staff.

Manufacturer narrative:
This is capital equipment evaluated at the customer's site. Per the asp field service engineer (fse): arrived and found the protective cover around the main breaker removed. Installed the ac enclosure and secured the protective cover around the main breaker. Installed a new control enclosure to resolve intermittent printer advancing issue. Performed complete verification and certification of system. Performed cycles. System operating according to manufacturer specifications.